Event description:
It was reported that thrombosis occurred. The patient had a pulse field ablation (pfa) using farapulse, one cardioversion at 360j and then the watchman implant. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was selected to be used on (B)(6) 2026. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee), a laminar device related thrombus was noted on the top of the closure device. The patient will be kept on anticoagulation.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. The patient had a pulse field ablation (pfa) using farapulse, one cardioversion at 360j and then the watchman implant. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was selected to be used on 14-jan-2026. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee), a laminar device related thrombus was noted on the top of the closure device. The patient will be kept on anticoagulation.